Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered from the end of an extension set after gravity was added. The extension set was used to filter paclitaxel and taxotere which needed to be filtered in a dehp free tubing. While priming a bag of sodium chloride, the tubing and extension set were attached and it was observed that the fluid that was in the extension set leaked out. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between: 07nov2016 and 11nov2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.